Event description:
It was reported that when an asymptomatic patient presented in clinic, device had no radio frequency telemetry connection with the transmitter. Upon device interrogation, device was restricted to wand only telemetry and other anomalies were reported. This was consistent with two programmers and with two radio frequency antennas. Patient had a prior ablation for atrial fibrillation in (B)(6). Programming changes were made which resolved the issue. However during the programming changes patient experienced diaphragmatic stimulation due to high output pacing. Patient was stable post programming changes and will continue to be followed normally.